Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In initial report section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to particles in tubing/chamber, device shuts off/on, burning/smoke/electrical odor, throat is always dry and scratchy, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an unknown dust contaminant was observed on the top enclosure, front panel, rear panel, and bottom enclosure, blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. The p4 power connector of the pca was observed to have corrosion on it, consistent with liquid ingress to it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown, but dust contamination, a keratin-like substance was observed and the p4 power connector of the pca was observed to have corrosion on it, consistent with liquid ingress to it. Section h6 health effect- clinical code corrected and updated, medical device problem code, type of investigation, investigation findings and investigation conclusions has been updated.